Event description:
Event description boston scientific crm received information that this right atrial (ra) lead displayed impedance measurements of 3000 ohms and had no sensing. This lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported. Additional information was received that this lead was explanted three years later during a non-related revision procedure. It was noted that lead fracture was previously suspected.

Manufacturer narrative:
This chronic ra lead was surgically abandoned and successfully replaced. This lead will not be returned for analysis and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.